Event description:
The customer reported that the high pressure tubing is broken. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Eval: conclusion: a f/u report will be submitted when the eval has been completed.